Event description:
It was reported that the patient had experienced pain related to device stimulation. The patient had to turn up stimulation in order to feel it properly in his back and leg. The day prior, he had turned it up further and was getting a "horrid" kidney pain but was getting relief in his legs. The patient stated the stimulation had helped with his constipation when he turned it down and left it on during the night. The patient reported the need to change amplitude started 2 weeks prior to report, and 2-3 weeks prior he had fallen onto or into an enclosure or fence. The patient stated the fall was not that bad of a fall. The patient had also been riding his motorcycle. The patient reported a problem with memory following a surgery and not getting enough oxygen. The patient reported that he had a bone spur at t1, and arthritis at s1-l5 that had caused a fusion. Six weeks prior to report, his arm, shoulder and down, just stopped working. The patient stated that since implant he had lost (B)(6). The patient reported having over 20 surgeries, including 3 in the neck and 2 in lower back. It was unclear of the timing of the surgeries. The patient had not seen his physician since the implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4) product type: programmer. (B)(4).